Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the stent protector covering the crimped stent. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A review of the batch manufacturing records found that the crimped stent was measured within specified limits following the stent crimping process. A visual and microscopic examination found that there was no evident damage to the balloon profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent length appeared longer than the labeled length. A 16 x 3.00 promus premier stent was selected for use. The device was advanced to a coronary artery. Under fluoroscopy, prior to deployment, it was noted that the stent appeared longer than the specified length on the label. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent length appeared longer than the labeled length. A 16 x 3.00 promus premier stent was selected for use. The device was advanced to a coronary artery. Under fluoroscopy, prior to deployment, it was noted that the stent appeared longer than the specified length on the label. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.